Event description:
It was reported that the patient using an ilet experienced low glucose after meals and then overtreated those lows with oral glucose, which led to subsequent postprandial highs; education and a follow-up request adjustment were provided and the issue resolved. Symptoms included hypoglycemia, dizziness, lightheadedness, and numbness in the mouth. Outcomes included no health consequences, no clinical signs in the final assessment, and no serious injury, though medication in the form of oral glucose was required. Investigation included communication with the patient and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.